Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the freestyle libre 2 sensor. The customer reported that he self-treated with "too much" insulin based on a scan reading of 245 mg/dl, as compared to a capillary result of 160 mg/dl. An ambulance was called and the customer was given sucrose on the way to a medical center, but no further details could be obtained. There was no report of death or permanent injury associated with this event.